Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing a loss of sensation (but not mobility) from their ribs to their lower extremities whether stimulation is on off. X-rays and a myelogram were performed and the results were negative. The patient plans to meet with their physician and an sjm representative for further evaluation.

Event description:
Follow-up revealed reprogramming resolved the patient's issue.